Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event. A review of complaints for the last 24 months did no indicate any additional similar reports for this system. A root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported poor aspiration during a procedure. The case was completed without harm to the patient. The customer refused to provide further information.